Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent multiple occlusions alarms occurred. Pump supplies were changed multiple times. Customer verified insulin was exiting the tubing and cannula. Customer resumed insulin delivery after the supply change only to receive another occlusion. As tandem technical support was not contacted at the time of the event, a cause could not be determined. Blood glucose was 451 mg/dl.